Event description:
The customer reported the touchscreen did not work. No patient involvement. The remote service engineer (rse) guided the customer through touchscreen calibration per the service manual. Device passed touchscreen calibration and touchscreen responded normally to all testing. Based on information provided and/or service performed, the customers alleged complaint was confirmed. The root cause at component level cannot be confirmed. Based on the review of (user interface issue, touchscreen) found outside of use is prior to therapeutic application and presents no direct patient harm. Risk level associated with this complaint is 0.